Manufacturer narrative:
Siemens reviewed the data files provided by the customer. The evidence suggests that the sodium sensor within the measurement cartridge installed during the time period of the two samples tested was performing as intended. There were no associated na+ calibration errors, interferents detected or any fluidic errors associated with the samples in question. The available reagent na+ sensor curve looked normal during time of the measurements. Definitive root-cause for the discordant results is unknown. It is not uncommon to observe differences between sodium results based on the matrixes and technical methodologies of the measuring systems. In this case, the rp500 measures sodium via direct ise method on whole blood while the comparative system (a non-siemens chemistry analyzer) measures sodium via an indirect ise method on serum.

Event description:
The customer reported discrepant sodium results on two samples run on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.